Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Additional fields: e1(event site postal code: 300051). It was reported that the cs100 intra-aortic balloon pump (iabp) had electrical fault 50 when turned on. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and determined the faults in the log. Fse stated that customer refused the repair because the quote was too high. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : customer refused to repair service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) unit reports electrical fault 50 when turned on. There was no patient involvement.